Event description:
The distributor stated that during set up of the canopy they found that on the side panel and the front end panel that both sliders are broken and there is a zipper teeth damage. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found the front access window the zipper slider body is open. Front panel side one inch broken stitches on the red zipper tape. One inch tear on the posey label netting, panel side a left leg upper elastic is torn, right lower leg zipper elements are bent and the upper elastic is torn. Window a: two elements are bent on the pt access window. Panel side b left leg zipper slider is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never use the posey bed if there is damage to the canopy, access panels or zippers. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Check the canopy to make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hosp bed. (B)(4).